Manufacturer narrative:
Upon further investigation it was reported that the issue occurred defect on arrival (defoa) which is outside of clinical use and would present no direct patient harm. Therefore, this medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.

Event description:
Philips received a complaint by the customer on the v60 indicating that a watchdog failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered when a field service engineer (fse) went onsite that a watchdog failure had occurred. The fse ordered a flow sensor assembly. The investigation is ongoing.